Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose of 50 mg/dl. The customer's current blood glucose is 178 mg/dl. The customer did experience symptoms such as diabetic keto acidosis, nausea, diarrhea, vomiting as a result of low blood glucose. The customer was treated with food and glucose tablet. It was unknown that the auto mode feature was active or not. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information related to the summary has been updated and provided with this report in section b5.

Event description:
This case is for the low blood glucose hospitalization on (B)(6) 2022. Please see case-(B)(4) for the high blood glucose/diabetic ketoacidosis on (B)(6) 2022. Please see case-(B)(4) for the low blood glucose on (B)(6) 2022. On (B)(6) 2022, customer reported that the pump sent her to the hospital. She started having lows in the 50's to 60'smg/dl on (B)(6) 2022 but she did not go to the hospital. Then, she was having low blood glucose of 50mg/dl and she treated with food and glucose tablets and the paramedics were dispatched and she was hospitalized on (B)(6) 2022. Her blood glucose went up to 250mg/dl and she had diabetic ketoacidosis when the paramedics were called. Customer had nausea, vomiting, and diarrhea. Customer's endocrinologist then took her off the pump within 48 hours of the low and high bg hospitalization. Pump was used at the time of the incident. It is unknown if sensor was used. Pump does not have auto mode feature.